Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 150 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 150 pounds which is updated in section a4. Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [28-mar-2025] unable to find bolus daily delivery total or basal daily delivery total. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values. The customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. The customer treated hyperglycemia with pump. The event involved product(s) mmt-332a, mmt-399a, mmt-1884l, mmt-7040a. Troubleshooting was performed and the discrepancy between the sensor glucose value of 60 mg/dl and blood glucose value of 500 mg/dl was not within the target range. Insulin delivery was not suspended due to the difference in sensor glucose and blood glucose values. Troubleshooting was partially performed for hyperglycemia event and it was unknown whether the customer was using the insulin pump with 48 hours of reported event. It was unknown whether the customer was using the automode/ smartguard feature at the time of reported event. Customer was not feeling well to troubleshoot further. No further patient complication was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884l. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.